Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2017-00013 - 3003853072-2017-00015.

Event description:
It was reported that the shaft of a screwdriver broke during surgery. There was no patient injury associated with this event. This is report one of three for this event.

Manufacturer narrative:
The device was not returned for evaluation so no results are available neither could any conclusions be drawn. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding device usage.